Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 99% stenosed proximal circumflex artery. A 3.5 x 15 mm xience v was implanted when a distal edge dissection occurred. A 3.5 x 18 mm xience v was used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.